Event description:
In 2009, boston scientific neuromodulation corporation was informed that during the procedure, the "blue part" of the handle detached from the resolution clip device sheath. As a result, it was very difficult to advance the clip out of the sheath. This issue occurred with a total of two resolution clip devices used in the procedure. A third resolution clip device was used to complete the procedure without any pt complications. Pt is fine. Note: this report is for one of two devices used in same procedure. Please refer to MFR report # 3005099803-2009-01035 for the related report.

Manufacturer narrative:
The suspect device is not being returned by the hospital. A device eval will not be performed; therefore, the cause of the reported event is undetermined.